Event description:
Customer reported that the t:slim x2 pump battery would not charge despite using both a tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting by leaving the wall adapter plugged into a working outlet for 30 minutes, but the pump still did not recognize the charging connection. The customer intended to follow up and continue troubleshooting, and technical support left a voicemail during follow-up attempts, eventually closing the case.